Event description:
A home patient (hp) contacted global technical services requesting assistance with set up on the homechoice (hc) machine. The hp stated he was confused and connected the heater bag to the drain line. The technical service representative (tsr) assisted the hp with identifying the lines. The tsr further assisted the hp to remove the cassette out of machine and advised the hp to gather all new supplies to start over. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error. Per the complaint information, the patient was confused and connected the heater bag to the drain line. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.